Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the ratcheting action was inconsistent and labored. There was damage to the bottom roller where the squared off end meets the cylindrical shaft. Additionally damage was noted on the teeth of the ratchet gear where it engages with the bottom roll; however, the repair was not completed because the product return could not be completed due to covid-19. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the customer went to assemble mesher with handle and it did not work. There was damage to the bottom roll where the squared-off end meets the cylindrical shaft. The ratchet gear had significant damage to the ¿teeth¿ and minor damage where it engages with the bottom roll. The ratchet action was inconsistent and labored. There was no patient involvement. No adverse event was reported as a result of this malfunction.